Manufacturer narrative:
(B)(4). B5 describe event or problem - correction.

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a skin reaction which occurred the day the wearable had been inserted in the arm. Prior to wearable insertion the area was prepped with alcohol. On the morning of (B)(6) 2025, the patient developed redness (half coin size) under the patch and a skin burning sensation extending beyond the wearable patch perimeter which prompted her to go to an urgent care clinic. In the clinic, the nurse checked the reaction site, and she was diagnosed with cellulitis and was prescribed an oral antibiotic medication (doxycycline100 mg, one capsule twice per day for 10 days). She was discharged home and was advised to return to the clinic if the symptoms do not subside after five days. At the time of the report, the patient started the first medication dosage, and she was doing well. No additional event or patient information is available.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a skin reaction which occurred the day the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. On the morning of (B)(6) 2025, the patient developed redness (half coin size) under the patch and a skin burning sensation extending beyond the sensor patch perimeter which prompted her to go to an urgent care clinic. In the clinic, the nurse checked the reaction site, and she was diagnosed with cellulitis and was prescribed an oral antibiotic medication (doxycycline100 mg, one capsule twice per day for 10 days). She was discharged home and was advised to return to the clinic if the symptoms do not subside after five days. At the time of the report, the patient started the first medication dosage, and she was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).